Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was in 300 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.